Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "clip delivery error- after delivery of 2 clips, the remaining fires delivered out incorrectly and did not seat properly. Had to change to a manual applier". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "clip delivery error- after delivery of 2 clips, the remaining fires delivered out incorrectly and did not seat properly. Had to change to a manual applier". No patient harm or injury. The patient status is reported as "fine".